Event description:
Nursing staff had orders to remove the pt's foley catheter. An attempt was made to deflate the balloon, only 2cc of fluid returned and the foley was unable to be removed. A urologist was consulted and he attempted to remove the catheter without success. The pt had no complaints and was voiding via the catheter clear yellow urine. The catheter balloon was punctured under ultrasound with percutaneous method in vir.